Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing in the right ventricular (rv) channel. Technical services (ts) was consulted and upon review of the presenting electrogram (egm) suspected to crosstalk oversensing was observed. Further evaluation was recommended. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.